Event description:
It was reported that in central processing, a broken wire was identified on the fenestrated bipolar forceps instrument. The device was not used on a patient and there was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis also found the instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. In addition, the distal end of the instrument's main tube had a scratch mark/abrasion with light material removal and a rough surface finish. The scratch was short in length and was not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and additional finding of the scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.